Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced hyperglycemia event on 26-feb-2026. The blood glucose level was high and patient was treated with pump. No further information available.